Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dizziness due to the device. There was no report of serious or permanent patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found evidence of dust/dirt contamination. The device passed all final testing. The device's downloaded event log was reviewed by the manufacturer and found e-53 on the error log. There was no evidence of sound abatement foam degradation. Philips is submitting this mir from a backlog of reports associated with a 33-fold increase in global volume of reportable complaints received. Philips continues to process the significant complaint volume for reportability in accordance with global regulations and this complaint has been identified to be reportable from this review.